Manufacturer narrative:
The product was not available for return. Without the opportunity to examine the complaint product, root cause cannot be determined. Review of device history records found units released for distribution with no deviation or anomaly. Review of complaint history found no additional issues reported for this item. Review of sterilization certification confirms devices were sterilized in accordance with iso 11137-2. Risks associated with reported condition are addressed through the warnings in the package insert as a part of design control risk management. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that the clinical patient had an initial right oxford knee procedure on (B)(6) 2008 and an initial left total knee arthroplasty on an unknown date with competitor products. The patient reported an adverse event of pain and swelling in right knee on (B)(6) 2012. Subsequently, the patient was revised on the right side on (B)(6) 2014 due to possible infection with a washout and bearing exchange. Lab results were negative for infection. Additional information reported that the patient experienced aortic regurgitation on (B)(6) 2012 and worsening pain in affected knee on (B)(6) 2012.